Event description:
It was reported that the patient had called noting they had low voltage and low battery alarms. The patient was on mobile power unit (mpu) power when the alarms started and continued when on batteries. A system controller exchange was performed. The patient went to the clinic and they had a connect to power alarm on the mpu. The patient switched to batteries and a low voltage alarm occurred. The patient stated they had fully charged batteries at all times. The coordinator noticed that the white power cord was incorrectly threaded on the battery clip. It was attempted to be rethreaded but the power cord to the battery clip was unable to be completely thread. The battery clips were replaced on the primary system controller for the patient and the coordinators witnessed a low battery alarm. The patient was on fully charged batteries. The coordinators asked the patient to check to see if the batteries needed to be recalibrated when the patient got home. The log files were reviewed and captured a system controller clock corrupt events. This only displays on the system monitor. This was typically caused by a complete loss of power to the system. A total loss of power would also cause a pump stop which the log files captured. The system controller clock was reset to (B)(6) 2000. The last good timestamp in the event log file was 04apr2024. Once power was restored to the pump it was operating at set speed 5000rpm. The event log file did capture some low power and no external power events but the exact times were not known due to the clock reset. The clock was set on (B)(6) 2024 at 11:07. Both system controllers would be returning for evaluation. The mpu would be returning for evaluation. After the patient got home from their (B)(6) 2024 clinic visit they reported that the low voltage and connect power alarms had returned despite the previous troubleshooting steps. After discussing with abbott tech services, the mechanical circulatory support (mcs) team and the ventricular assist device (vad) team it was determined the best next step would be starting over with all new external equipment (mpu, batteries, battery clips, and system controller) at the same time since the previous incremental measures did not resolve the issue. The patient had already returned home when the alarms recurred so they went to a nearby clinic for troubleshooting. This clinic performed a system controller exchange and issued new batteries, battery clips and mpu to the patient. All old equipment would be returned to abbott for evaluation. The new system controller was replaced and 2 battery clips. The patient continued to have low battery alarms while on mpu and batteries. All new equipment was given to the patient last week. Log files from the patient's primary system controller captured no external power events on 09dec2024. The power was restored to the mpu for a second or two and then more no external power events occurred. The ebb was enabled in both of these occasions which supported the pump until power was restored to the mpu. There were no low voltage events seen in the log file on battery or mpu as stated by the site. The event log file for the backup system controller captured low voltage hazard events and no external power events until the system controller was exchanged. These low voltage events occurred on battery power and saw strange rsoc voltages on both power leads of the system controller. There were a couple no external power events noted in the log file as well where it looks as though both power leads were disconnected. No further equipment would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported irregular intermittent alarms via log file analysis. The log file contained was reviewed for the event date 01dec2024, multiple power cable disconnect alarms occurred while the system was connected to either external batteries or a mobile power unit. The power cable disconnect alarms were triggered by the rsoc value (~0v) on both the white and black power cables fluctuating below the alarm threshold. Throughout the log file irregular power cable disconnect alarms despite the white or black power cable bus voltage maintaining 16v occur frequently, but more frequently on the white power cable. The low voltage hazards occur intermittently from 21:07:05 to 21:08:35 when both the black and white power cable rsoc value is invalid. The power cable disconnect alarms and low voltage hazards did not affect the controller¿s ability to operate the pump at the set speed while the driveline was connected. There were no other notable alarms active in the log files downloaded. The system controller was returned and tested. When connected to power, the power cables were manipulated, and the power cable disconnect alarm was reproduced in both cables. The power cables were replaced with known functioning test power cables and the controller passed all preliminary and functional testing. Both power cables were opened and there was damage to the internal brown wiring. The brown wire is the component that transmits the rsoc signal. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was determined to be damage to the internal wiring of the power cable, but the cause of damage to the power cables could not be determined off the information provided. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, power cable disconnect, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbooksection 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.